Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It is reported that the pulse generator was explanted. Further information was requested however, was not provided.

Manufacturer narrative:
Correction: this report is to retract report 2017865-2021-00169 submitted on 05jan, 2020. This report was erroneously submitted.  There is no allegation of a malfunction on the device .   All previously submitted information should be corrected to not applicable and null fields.